Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture on the ventricular lead. The patient was stable.

Event description:
New information received noted that programming change was made. The loss of capture was noted on the right ventricular lead not on the device.